Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 4/07/2016 with the following findings: during testing, it was observed that there was a crack between the case seal and the keypad cover. It was also observed that the display screen was dim and discolored. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked pump case and a dim and discolored display screen. This report is made based on results of investigation completed on 4/07/2016.